Event description:
Complainant alleged that medics responded to call for patient in respiratory arrest. Upon arrival to the scene, the medics witnessed the patient's cardiac arrest. Patient was monitored and found to be in ventricular fibrillation. The device was charged to 120 joules and then displayed a "bridge test failed" message and failed to discharge. Complainant indicated that a back-up ambulance with a replacement device took approximately 5-6 minutes to arrive to the scene. The pt subsequently expired.